Event description:
The laser system has the following problem: "laser switches from stand by to ready without a fiber attached".

Manufacturer narrative:
The problem was due to a defective fiber presence sensor. After the replacement of this sensor, the laser system restarted to work. We are unaware about pt injury.